Event description:
It was reported that the patient with this right ventricular (rv) lead had blood infection. A system extraction was performed, however, the explanting physician made no claims against the device or lead and the infection was not device related. The lead will not be returned as it was damaged during extraction. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.